Event description:
It was reported the pt ((B)(6)) will undergo surgical intervention at a later date to relocate the ipg. The procedure is being undertaken to prevent the formation of a pressure sore.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.